Event description:
During a coronary stenting treatment procedure, deflation difficulties were encountered. The physician was able to successfully deploy the liberte' 3.5 x 32mm stent in the right coronary artery. The physician began to deflate the balloon and noticed the balloon would not deflate. After 10 mins and unknown maneuvers, the balloon was able to deflate. There were no pt complications. Add'l info has been requested.